Event description:
It was reported that the tip of the needle precisionglide 26x1/2in was found sticking out of the sealed package before use. The following information was provided by the initial reporter, translated from portuguese to english: "a sealed needle pack was found with the tip sticking out."

Manufacturer narrative:
H.6. Investigation summary: batch history analysis (DHR), maintenance records and quality notifications were verified, no quality deviation was found. Photos and samples were made available by the client for evaluation, making it possible to carry out an investigation and determine the root cause for the incident. The sample was analyzed and it is possible to state that during the assembly of the needle, the cannula ended up screwing between the protector and the cannon. Thus, when the protector was installed in the cannon, it occurred that the cannula passed through the protector and bent the cannula. The incident identified from this complaint will be monitored for trend assessment. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tip of the needle precisionglide 26x1/2in was found sticking out of the sealed package before use. The following information was provided by the initial reporter, translated from portuguese to english: "a sealed needle pack was found with the tip sticking out."